Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited increased shock impedance measurements. An x-ray is expected to be performed at a future date to evaluate the system placement. This system remains in service. No adverse patient effects were reported.